Event description:
Device evaluation: everest inflation device was received for evaluation in double bio bag, with original packaging. As received the needle is stuck at 4atm and the face glass is off. The lead screw is fully engaged with contrast fluid visible in the distal end of the barrel and extension line. The gauge was inspected as received and at magnification throughout the disassembly processes. Inspection of the exterior of the gauge revealed no undue damage to the case, dial, pointer or other visible components. Inspection of the gauge interior revealed that the hairspring has become tangled with itself. Inspection of all other internal components did not indicate the presence of fibers or other foreign contaminant inside the gauge or on unintended surfaces.

Manufacturer narrative:
(B)(4). Evaluation, results: (B)(4). Investigation in progress - no conclusion can be drawn. Evaluation, conclusion not yet available - evaluation in progress.

Event description:
The everest inflation device was prepped normally. However during the procedure, it was noted when the handle of the device was turned, the needle on the manometer did not appear to go past 3atm. They kept turning and it suddenly jumped to 10atm. No injury reported to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.